Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation was able to confirm the system error 322 alarm through review of the device event history log. The alarm could not be reproduced. Evaluation found the upper hook switch gap to be out of specification. The upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.